Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with lumbar degenerative disk disease at l5-s1 with instability and radiculopathy. He underwent the following procedures: posterior lateral fusion using structural arthrodesis, bmp and compression resistant matrix, l5-s1. Posterior pedicle screw instrumentation, non-segmental l5-s1. Laminectomy of the gill fragments l5. Lumbar decompression at l5-s1 to decompress the l5 nerve root. Lumbar decompression at l5-s1 to decompress the s1 nerve root. As per op note, "a bmp soaked sponge and morselized bone which had been harvested from a local decompression were combined in to a construct which was then placed upon the transverse process of l5 and the sacral ala which had been previously decorticated." Post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.